Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported yesterday 5pm they got out of their chair to go for dinner and stimulation/pain hit them like a ton of bricks. Patient stated they went over to their remote and opened it up and the stimulation was turned off. Patient reported they didn't turn it off because when they exercised in the morning they turn stim off and back on again and they knew they positively turned stim back on. Patient mentioned they had a normal day and since that moment last night they have tried adjusting stim and turning the stimulation on/off. Patient also mentioned they can't walk at all. Patient states when they turn stimulation off they feel the sensation that it goes off. When they turn it right back on they feel a sensation that goes right through my glute all the way down. Patient stated their pain from their glute down their leg is back to how it hurt before the stimulator. Patient confirmed they have not had any recent falls/trauma, but did have a slight fall back in march. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient stated they already had a hcp appointment scheduled for next tuesday and spoke with a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had right glute pain and fell on june 26. They met with the doctor and manufacturer representative on july 2 to program around the scar tissue. On july 17 they again had right glute pain which caused them to fall. The patient was going to get an injection on july 30.